Event description:
Removal of a calculus from a pt's right ureter by ureteroscopy was done without any apparent problem. Approximately three (3) months later, a foregin object was seen in the ureter and was removed by add'l surgery. The foreign body remains unidentifed, but is alleged to be part of a rigid ureteroscope distributed by this MFR.